Event description:
It was reported the patient presented prior to a generator change. Interrogation revealed the atrial lead oversensed noise, which triggered pacing inhibition and inappropriate mode switches. The lead was explanted and replaced. The patient was discharged from the hospital after the procedure.